Manufacturer narrative:
The returned 14f esheath was returned for examination and was visually inspected, the following was observed: the liner shaft was fully expanded, the sheath shaft had curved, there was a liner tear with a length of approximately 11cm from the strain relief, two liner strands were found along the liner tear, two punctures in the hdpe, the distal tip opened as designed, with scratches, soft damage, and folded inwards and the valve was stuck in the esheath hub with one strut ben outwards on the inflow side. Due to the condition of the returned esheath functional and dimensional testing was unable to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance, difficulty advancing through sheath, liner punctured, liner strand, and sheath punctured were confirmed through evaluation of returned device and imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with the delivery system and valve frame damage as a result of increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per visual inspection of returned device, the sheath shaft presented curvature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up communication, it was reported, "as per medical opinion, a calcification kinked the frame of the valve even if the diameter of the vessel was good." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support the fact that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (tortuosity, calcification) and procedural factors (excessive manipulation, valve caught on sheath, valve caught on liner) may have contributed to the reported event. This event reports a sheath liner strand and sheath shaft puncture noticed after device removal which did not result in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force has been previously identified in product risk assessment (pra).

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during insertion of the valve through the esheath resistance was noted with the loader was fully inserted. The valve was check under angiography and the valve frame was kinked. A decision was made to remove the system and open a new kit. The implant was successful, and the patient was doing well post-procedure. As per medical opinion, a calcification kinked the frame of the valve. Patient demographics were unable to be obtained at this time. As per pictures received, esheath liner was punctured.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10696.